Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 36 (mg/dl). Customer consumed honey and sugar to treat their bg level. Recommendation was made to consult with health care provider to discuss diabetes management.

Manufacturer narrative:
Review of pump data showed five boluses requested and delivered on the event date of (B)(6) 2016. Additionally, pump data recorded eight adjustments made to the basal insulin rates on the event date. There is no evidence or a pump malfunction or failure.